Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the distal end of the bd insyte¿ autoguard¿ shielded IV catheter split during use when attempting to puncture the left upper limb vein. The following information was provided by the initial reporter, translated from spanish to english: "the right upper limb venipuncture is removed through an outlet through the walls, a new left upper limb vein is catheter # 22 after two punctures due to failure of the peripheral catheter input which, at the time of puncture, the distal end is opened (flowered)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the distal end of the bd insyte¿ autoguard¿ shielded IV catheter split during use when attempting to puncture the left upper limb vein. The following information was provided by the initial reporter, translated from spanish to english: "the right upper limb venipuncture is removed through an outlet through the walls, a new left upper limb vein is catheter # 22 after two punctures due to failure of the peripheral catheter input which, at the time of puncture, the distal end is opened (flowered)."